Manufacturer narrative:
Product event summary: it could not be confirmed that the device had been dropped. The device was found to be contaminated and physically broken, and failed electromagnetic field immunity testing.

Event description:
It was reported that the radiofrequency (rf) head was dropped on the floor. It was then reported that the rf head was returned to the manufacturer, analyzed, and subsequently tested out of specification. There was no patient involvement.